Event description:
Rn called to request further information on eosinophilic peritonitis. Rn reports patient had culture done which showed no growth. Patient was started on ancef 500 mg loading dose followed by 250 mg/bag x 14 days along with gentamycin 40 mg x 2 days. Patient after treatment again presented with cloudy bag and white blood cells of 420. On 8/29/98, gentamycin restarted at 16 mg x 6 doses. Rn states fungal culture was sent out for patient on 8/30/98. Rn refuses to give any further information.